Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. It was determined that this was due to a battery depletion alert. Engineering analysis of device data determined that this s-ICD was exhibiting premature battery depletion (pbd). Technical services (ts) advised device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. It was determined that this was due to a battery depletion alert. Engineering analysis of device data determined that this s-ICD was exhibiting premature battery depletion (pbd). Technical services (ts) advised device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.